Event description:
Tevar performed (B)(6) 2021, relay plus 36x200 device placed with proximal edge of fabric at the distal origin of the lcca. Patient experienced rtad s/p tevar. Surgeon voiced that he believed this retrograde type a dissection was a direct result of the bare metal stents on the proximal portion of the relay plus. Patient outcome - "open arch reconstruction performed using surgical graft, patient currently in stable condition recovering as inpatient at (B)(6) medical center."

Manufacturer narrative:
Date of submission was incorrectly entered as (B)(6) 2021, it was corrected to (B)(6) 2021.

Event description:
Tevar performed (B)(6) 2021, relay plus 36x200 device placed with proximal edge of fabric at the distal origin of the lcca. Patient experienced rtad s/p tevar. Surgeon voiced that he believed this retrograde type a dissection was a direct result of the bare metal stents on the proximal portion of the relay plus. Patient outcome - "open arch reconstruction performed using surgical graft, patient currently in stable condition recovering as inpatient at university of maryland medical center."

Event description:
Tevar performed (B)(6) 2021, relay plus 36x200 device placed with proximal edge of fabric at the distal origin of the lcca. Patient experienced rtad s/p tevar. Surgeon voiced that he believed this retrograde type a dissection was a direct result of the bare metal stents on the proximal portion of the relay plus. Patient outcome - "open arch reconstruction performed using surgical graft, patient currently in stable condition recovering as inpatient at university of maryland medical center."